Manufacturer narrative:
It was reported by customer that IV inserted and attempting lab draw. Upon attaching extension tubing to angiocath hub and drawing of blood through extension tubing the blue pressure cap came off tubing causing blood to pour out of remaining tubing. No product or photo was returned by the customer. The customer complaint of separation other component could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mzx5305 lot number 23109324 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Material #: mzx5305, batch#: 23109324. It was reported by customer that IV inserted and attempting lab draw. Upon attaching extension tubing to angiocath hub and drawing of blood through extension tubing the blue pressure cap came off tubing causing blood to pour out of remaining tubing. Pressure applied above IV site and nurse assist button activated. Second rn came to bedside to assist by gathering new supplies to prevent needing to remove angiocath and start new IV. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Item: mzx5305. Quantity affected: (B)(4). Serial/lot number: (B)(6). Po : (B)(6). Are any samples available for return? Yes. Reported issue: IV inserted and attempting lab draw. Upon attaching extension tubing to angiocath hub and drawing of blood through extension tubing the blue pressure cap came off tubing causing blood to pour out of remaining tubing. Pressure applied above IV site and nurse assist button activated. Second rn came to bedside to assist by gathering new supplies to prevent needing to remove angiocath and start new IV.

Event description:
It was reported that bd maxzero extension set separated the following information was received by the initial reporter with the following verbatim: reported issue: IV inserted and attempting lab draw. Upon attaching extension tubing to angiocath hub and drawing of blood through extension tubing the blue pressure cap came off tubing causing blood to pour out of remaining tubing. Pressure applied above IV site and nurse assist button activated. Second rn came to bedside to assist by gathering new supplies to prevent needing to remove angiocath and start new IV.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.